Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in zone 2 in a patient for the endovascular treatment of a 58 mm thoracic aortic aneurysm. It was reported that during the 5 years follow-up, a type ib distal end endoleak was confirmed by CT. It was stated that there was an appearance of a posterior trailing blade within the last 3 cm of the stent graft implanted. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.